Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for pain. It was reported the patient couldn't charge their ins. No environmental/external/patient factors were known to have led or contributed to this issue. No diagnostics/troubleshooting was reported. No actions/interventions were reported. The issue remained unresolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.